Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one balloon. The visual inspection of the returned product noted that the circular seal of the trocar was disengaged. The dissector and trocar balloons appeared to be intact. The lock collar, obturator, insufflation bulb and inflation syringe were received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. The dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post-operatively, the water seal was detached and a new product was used to complete the case. There was no patient injury.